Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the pump would stop functioning after only a few seconds of activation, and the unit was reported to be very close to the ground. Although it is unknown what was used to complete the procedure, it was reported that the unit functioned properly following the procedure when moved to a location higher off the ground. The biomed at the account encountered the same pumping issue during testing of the unit.